Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the distal edge of the 3.00x38mm taxus liberte stent was damaged and it was noted that the stent appeared "dissected".

Manufacturer narrative:
Device returned to MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Strut rows towards the proximal end of the stent were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 100% stenosed, 3.00x38mm denovo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm maverick balloon, leaving 90% residual stenosis. The physician attempted to advance a 3.00x38mm taxus liberte stent delivery system (sds) to the rca, in a lesion distal to a previously placed unknown stent; however, the device was unable to cross the previously placed stent. The device was removed from the patient and the lesion was re-dilated. When the physician attempted to advance the sds a second time it was noted that the front part of the stent had "detached" from the sds; however, the stent remained on the stent delivery balloon. The procedure was successfully completed with a 3.0x38mm non bsc stent with no patient complications reported. The patient's current condition is stable.

Event description:
It was further reported that the distal edge of the 3.00x38mm taxus liberte stent was damaged and it was noted that the stent appeared "dissected".